Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. The health care professional (hcp) reached out to technical services (ts) for analysis. Ts provided the hcp with troubleshooting and programming recommendations. At this time, the lead remains in service. No adverse patient effects were reported.